Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: per additional information received from the account on 01/05/2016, at the time of the procedure, no issues were noticed with the device.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: patient underwent a laparoscopic cholecystectomy procedure and experienced a cystic duct leak. Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.